Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg, implantable cardioverter defibrillator, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising with weekly pace lead trend data shows an increase for max svc defib impedance equal to 69 to 252 ohms peak between (B)(4) 2013. Also analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable with daily pace lead trend data shows a spike increase for rv pace equal to 504 to 1904 to 512 ohms between (B)(4) 2013. The analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with ventricular sic equal to 4170 counts, in 2.25 days, between (B)(4) 2013. The device memory also indicated oversensing associated with the right ventricular lead with four ventricular non-sustained tachycardia¿s less than equal to 200ms on (B)(4) 2013 and two ventricular fibrillation equal to 190ms average v-cycle on (B)(4) 2013.

Event description:
It was reported that the patient received two inappropriate shocks from the right ventricular (rv) lead due to noise and oversensing. Also the rv lead pace/sense impedance had spiked from 1800 to greater than 4000 ohms. Also the rv lead superior vena cava coil impedance had started spiking from 60 to greater than 200 ohms three months prior to the rv pacing impedance spikes. The right atrial (ra) lead impedance also started spiking to greater than 2500 ohms following a patient fall five months prior. The ra lead also had oversensing and undersensing with p-waves at 0.3 to 0.9 millivolts. The rv and ra leads were both capped and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.